Event description:
It was reported that a proximal lad lesion was pre-dilated and a stent was implanted. During the attempt to remove the guide wire, the distal end separated from the guide wire and was left behind in the coronary artery extending into the aorta. The separated distal end was successfully retrieved from the patient in its entirety. The patient was reported to be doing well.